Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that the pump dispensed 500ml but bag was half full when patient returned to clinic with upstream sensor on. No patient injury reported.